Event description:
It was reported the patient had a loss of therapeutic effect or change from trial to permanent implant.

Event description:
It was reported the patient was getting good stimulation for a couple days following implant but then it just stopped. It was stated the patient had a bladder infection with no symptoms presented. It was noted the patient tried various programming options, but was going to go back to program 4 as that seemed to offer somewhat better results. Reportedly, the patient felt one program more in the buttock area. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Product ID: 3889-28, lot# va0bkay, implanted: (B)(6) 2013, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient stated the doctor implanted device on the wrong side. The trial was on the right side and it worked great - when they switched to the left side during trial it was very uncomfortable. The doctor implanted on the left side. The patient stated the " therapy has not been satisfactory since implant". Physician listing information was requested. The patient's previous doctor left her insurance group. It was later reported that the patient noted: never having therapeutic effect. The patient's device had not worked since implant. When the patient did the trial and it worked on the right side and then she switched to the left and it did not seem to be working so the patient switched it back to the right. When the patient was having the implant the doctor said he was going to put it in the left. The patient was wondering if the doctor read her record that the left side did not work during the trial. See manufacturer's report # 3007566237-2013-03626 regarding issues during the trial.